Event description:
Add'l info provided by the reporting surgeon indicates that small high density bubbles(droplets) where noted in the intraocular lens during examination. The relationship of this observation with the reported photoohobia that occurred during slit lamp examination is not known. The pt is reported to be satisfied with his vision and is not aware of the surgeon's observations.